Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer¿s mother reported her daughter had the string break off of three tampons. Her daughter was able to remove the tampons and did not seek medical attention.